Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert 38 consistent with a motor stall, which persisted through restarts and recurred after a meal announcement, leading the user to discontinue pump use and transition to multiple daily injections; troubleshooting and education were provided, and a replacement device was shipped with instructions for shutdown, data sync, and return procedures. Symptoms included hyperglycemia with sensor readings above 400 mg/dl for several hours and device alerts for prolonged high glucose. Outcomes included temporary interruption of pump therapy and use of back-up therapy, without ketone testing, professional medical intervention, assistance from others, or hospitalization. Investigation included review of device performance based on user report and troubleshooting steps. Investigation of this device revealed a reported motor stall alarm with unresolved alert behavior despite restarts, consistent with a potential pump drive or motor performance issue.